Event description:
During an ablation for ventricular tachycardia, the pt's blood pressure fell from a baseline of 180/70 to 70/-. A total of seven ablation lesions had been delivered to the right ventricle. An echocardiogram revealed cardiac effusion and tamponade. A pericardiocentesis was performed and a "significant amount" of blood was drained. The pt's blood pressure returned to normal (greater than 120/70) and the pt was returned to the floor.